Event description:
It was reported that during use of this coring reamer the end of the reamer bushing impinged on the guide pin resulting in damage to the bushing. The surgery was completed without injury or surgical delay.

Manufacturer narrative:
Investigation findings: to date the coring reamer has not been received for investigation. The info for use (IFU) provides warnings and precautions to the user: avoid misalignment of the coring reamer or guide pin. Failure to do so can cause the coring reamer to come in contact with guide pin while drilling which may damage the coring reamer or guide pin. Care should be exercised in the use of the powered instrument to minimize side or bending loads of the coring reamers which may cause them to break. When using the coring reamer system, it may be necessary to pre-drill the cortex with a drill bit reamer to a depth of 1 cm and the diameter of the tunnel. A review of this product's history shows no other similar reported problems. Conmed linvatec will continue to monitor this product for failures.